Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to a malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. (B)(4).